Event description:
It was reported that during the case, when the doctor was tying the suture, the anchor pulled out. Anchor was replaced, suture had to be cut and then repassed through tissue which caused more tissue damage than normal. Surgical procedure was extended for approximately 50 minutes and another bone hole was required.

Manufacturer narrative:
One unused/unopened suturefix ultra ahr s was returned for evaluation. Devices in question will not be returned for examination. The unused device was opened and tested using a saw bone model and was found to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint.